Event description:
The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. Troubleshooting indicated that insulin drops were not observed at the end of the cartridge pigtail. The customer performed a supply change and resumed insulin therapy successfully.